Manufacturer narrative:
(B) (4) - abscess occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure in (B) (6) 2010. The patient developed an abscess on an unknown date. Another surgeon at another hospital, removed the mesh during an abdominal incision & drainage on (B) (6) 2010. The surgeon stated that the orc layer was gone, the mesh had blue stripes and some white flaky material.